Manufacturer narrative:
The returned clear material was tested at bsc materials testing analysis & characterization (mtac). The testing compared the returned sample with a control sample from navigator sheath (ptfe) and found a 90.88% match. Since the navigator hd components were not returned for analysis, it cannot be confirmed if the returned material was from the navigator used in the procedure. Therefore, the most probable root cause is "undeterminable".

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2015. According to the complainant, during procedural closure, a clear film like material was noted to be coming out from the navigator access sheath. It was noted outside of the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a transurethral ureterolithotripsy procedure performed on (B)(6), 2015. According to the complainant, during procedural closure, a clear film like material was noted to be coming out from the navigator access sheath. It was noted outside of the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A piece of clear material with residue was returned for analysis. However, the navigator hd components was not returned. Visual examination of the returned material was found to be thin and approximately 17 cm long. The material was examined under magnification and longitudinal striations were found along the full length. Since the navigator hd components was not returned, it is not known if the material was from the navigator device. Therefore, the most probable root cause is "undeterminable".

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2015. According to the complainant, during procedural closure, a clear film like material was noted to be coming out from the navigator access sheath. It was noted outside of the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.